Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was going patient called in to see who to dispose of the patient programmer. Patient said the device was removed at least 2 years ago maybe more than 2 years ago. Patient said the device was removed because it didn't work. Patient said for 6 to 8 months he tried different programs and the device didn't have any impact positively or negatively. No further complications were reported. Additional information was received from the healthcare provider (hcp). The hcp stated that the patient had multiple reprogramming and nothing seemed to work. The hcp said that during trial, the patient didn't have benefits with the device but patient decided to go on to stage 2, however, it wasn't successful for the patient. No further complications were reported.